Manufacturer narrative:
The technician found worn seals on the manual CPR and hi/low up valves. The technician replaced the hi/low up valve guide tube and the manual CPR valve to repair the bed.

Event description:
Info received indicates, the bed has no head or head hi/low up functions working.